Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Patient tested 5.2 inr on the coaguchek xs system while a professional coaguchek xs system returned as 3.9 inr. No treatment information provided. No adverse event reported. Reporter would not provide contact information so that product could be requested for evaluation.